Event description:
It was reported that the tip of the seeker right rh sinus maxillaris was discovered to be bent during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
During failure analysis, the reported event that the pointer tip was bent was confirmed through the visual inspection and production software. We were able to initialize the device. However, the validation was not successful due to the bent tip. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to the bent tip.

Event description:
It was reported that the tip of the seeker right rh sinus maxillaris was discovered to be bent during inspection at the user facility. There was no patient involvement and no adverse consequences associated with the device.